Manufacturer narrative:
A titan pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the bladder of cylinder 1 near the base. Testing revealed this to be a site of leakage. Microscopic inspection revealed the surfaces of the site of separation to be dull, smooth and straight, indicating sufficient stress was exerted to separate the site. Microscopic inspection revealed a burn-like mark on the bladder of cylinder 1, indicating contact with a cauterizing tool. Testing revealed this was not a site of leakage. Microscopic inspection revealed a partial separation in the cylinder 2 strain relief. Testing revealed this was not a site of leakage. Microscopic inspection revealed groups of partial striations on the reservoir inlet strain relief. Testing revealed these were not sites of leakage. Microscopic inspection revealed partial separations within abrasion on the pump inlet tubing and the longer pump exhaust tubing. Testing revealed these were not sites of leakage. Microscopic inspection revealed surface abrasion on all pump tubing, the shorter pump exhaust strain relief, and cylinder 2 exhaust tubing. No functional abnormalities were noted with the pump, reservoir, and cylinder 2. Based on the information received, the device was assumed functional for almost two years, but no further details were provided as to the events leading up to the reported failure. A separation was confirmed in the bladder of cylinder 1, which resulted in leakage during testing. However, the reason for the separation could not be determined. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device stopped working for an unknown reason. There was no visible break. The device was removed and replaced.